Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (50 mg/ml at 7 mg mg/day) via an implanted pump. The indication for pump use was radicular pain syndrome (radiculopathies) and non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump had been increased one month ago. Per the patient¿s wife, the patient had been sleepy since. She had a hard time waking him up yesterday and he was admitted to the hospital. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting were performed. The physician decreased the pump dose by 30%. No surgical intervention occurred and none was planned. It was unknown if the issue was resolved and it was noted that the hcp (healthcare professional) would have no more information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.